Event description:
Customer reported a malfunction with code 12, which displayed on the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in doing so, with no recurrence of the malfunction after the reset. Customer was advised to continue using the pump and to contact support if the issue reappeared.